Event description:
A ventilator was returned to a third party service center for evaluation. There was no pt harm or injury reported. During the evaluation of the device at the third party service center, a failure of the device to power on was observed. The device's board and power management boards were replaced to address the issue.